Event description:
It was reported that a patient presented with dislodgement of the system leads and migration of the device due to twiddler's syndrome. This was confirmed with x-ray imaging this resulted in loss of capture and a sensing malfunction. During the revision process to address the leads and device, the leads were found to be twisted around the device. The leads were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.